Manufacturer narrative:
An additional lot number was reported (lot #m018057). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) and occlusion alarms occurred. There was no impact to the user's blood glucose level. Reportedly, a new cartridge was successfully loaded and the user would continue to use the pump for insulin therapy. Additionally, it was confirmed that the user had an alternate method of insulin delivery available.